Event description:
It was reported that the patient received inappropriate therapy as a result of t wave oversensing. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: competitor 1488tc implantable pacing lead, (B)(6) 2000. (B)(4).